Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the multigas unit was giving an incorrect reading. It was half the value it should have been. The unit was in use on a patient, but no patient harm was reported. The biomedical engineer will be sending the unit in for evaluation. The unit was cleaned and evaluated. The reported problem of unit not reading gas accurately was duplicated. The gas sensing unit was replaced to fix this issue. The unit was tested per the operator's/service manual. The unit operates to manufacturer's specifications. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an incorrect reading. It was half the value it should have been. The unit was in use on a patient, but no patient harm was reported. The biomedical engineer will be sending the unit in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving an incorrect reading. It was half the value it should have been.